Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the operator encountered resistance when attempting to cut the polyp. Additional pressure was applied and the snare retracted suddenly. It was also noted that the handle cannula of the device may have broken at this time. The procedure was completed with another sensation short throw snare. There were no known patient complications at the conclusion of this procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplements report will be submitted.